Event description:
This report is being filed upon notification from our mr manufacturer in other country, the netherlands, to submit this event. Problem: pt has a mr procedure. The pt was scanned with the synergy body coil. The coil was positioned for hip examination. The operator noticed a burning smell inside the examination room and that the coil cables felt very hot. Immediately after the examination, a second to third degree burn was discovered on the right hip.

Manufacturer narrative:
(Conclusions)- (other)- the heating was most likely caused by unwanted rf interference. The fact that insufficient distance was kept between coil/cables and pt and the high sar value contributed to this burn. Depending on the position of the coil and the pt, this could lead to heating of the coil cable or elements and/or unwanted rf interference. Such interference is hard to predict because with rf interference many factors play a role. I.e., the position of the pt in the bore, the condition of the pt, the position of the coil in the bore, the position of the coil and cables related to the pt, the scan techniques used and etc. So the same coil may contribute to an rf burn in one examination, but will not lead to a burn in many other examinations on the same site. The instruction for use already contains warnings related to coil and cable positioning. Note: the indicated importer has received FDA exemption to submit one FDA form 3500a to satisfy both the importer (803.42) and manufacturer (803.52) for the same event.